Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the patient woke up and she went to check on her. The patient was shaking, and the patient's mother checked her bg with a meter and the meter was reading 2.4 mmol/l. She gave the patient 40ml of gluca juice. At the time of contact, the patient was doing fine. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.